Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. Customer stated the device was not working and has been beeping. The customer's blood glucose value 140 mg/dl at the time of the incident. Customer stated the insulin pump displayed another pump error. The customer was advised the insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched case/lcd window and cracked select button keypad overlay.